Manufacturer narrative:
An outside the united states customer reported observation of a discordant (high/475.63 u/ml) ca 19-9 result of an esophageal cancer patient sample on atellica im 1600 instrument, lot 528 vs. An alternate method. The initial result was reported to the physician(s), who questioned the result. This same sample was retested on an alternate testing platform, and the result was lower. The alternate testing platform result was considered as the correct result by the physician(s). All quality controls (qc) with ca19-9 assay were within the normal ranges. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent issues and instrument performance were ruled out based on qc which was within acceptable ranges, the patient sample results were repeatable, and no issues were reported with other patient samples. Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. The customer is operational.

Event description:
The customer reports observation of a discordant (high) ca 19-9 result of a male patient sample on atellica im 1600 instrument, lot 528 vs. An alternate method. The initial result was reported to the physician(s), who questioned the result. This same sample was retested on an alternate testing platform, and the result was lower. The alternate testing platform result was considered as the correct result by the physician(s).